Event description:
It was reported that the patient experiences facial nerve stimulation (fns). Programming adjustments were made but the problem was not resolved. It has been determined that the patient's contralateral ear has not cochlea to accommodate implantation. The option to explant and reimplant the ipsilateral ear is under investigation.